Manufacturer narrative:
"This adverse event was reported in esg test system on 2023/04/14. Since we realize it is not correct to report it in the test system, we now take the corrective action to submit this report in the production system. This adverse event is an individual case and per our investigation, it is concluded that there is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect regarding this event. We have taken corrective and preventive actions in our company to correct the wrong reporting issue and prevent this issue from re-occurring in the future."

Event description:
The tip of the teleport microcatheter fractured and was not able to be retrieved. The fragment was entrapped to the anterior tibial vessel wall with a coronary stent. The procedure was completed with great flow. The patient's condition was great. In the opinion of the physician, the cause was due to severe calcium.